Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g136 scaler, the handpiece and inserts are overheating; no injury resulted.

Manufacturer narrative:
The technician noted that unit had clogging and blockage issues as well as debris in the water filter, all of which can contribute to a unit heating up during use. These are known hazards. Product is outside of useful life.